Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is 4600150000-2019-8002. Additional information received 11apr2019. A3 has been updated. Problem code (B)(4) captures the reportable event of fiber broke. Investigation results: a flexiva ID tractip 200 laser fiber was returned broken in two pieces. The first piece measured approximately 161.7 cm from the top of the connector to the break. The second piece measured approximately 152.6 cm from the break which includes the entire distal tip. This piece includes kinks. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on march 20, 2019 that a flexiva ID tractip 200 laser fiber was used during a procedure performed on (B)(6) 2019. According to the complainant, during procedure, the laser fiber broke outside the scope. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor were no adverse patient effects as a result of this event. There were no patient complications. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber was used during a procedure performed on (B)(6) 2019. According to the complainant, during procedure, the laser fiber broke outside the scope. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor were no adverse patient effects as a result of this event. There were no patient complications. The patient condition at the conclusion of the procedure was reported to be fine.